Event description:
2 years ago, bil breast swelling, felt engorged, trouble focusing loss of the simplest of words, weight gain-40pounds overnight, fibroadenomas, enlarged axillary lymph nodes, recurrent uti, yeast infections fatigue, no energy, facial hair growth hair loss scalp, pain, cracked tooth for unknown reason, inflamed gums, sometimes they hurt severe neck pain/burning, pain/burning in supra and infra clavicular area, severe bloating, droopy eye right, gi issues, melena, constipation sensitivity to sounds/noises, pain in breast, shortness of breath, anxiety, pain attacks, depression, anemic, irritability, mood swings, anger issues, possible infertility, severe swelling and burning at c7, alcohol intolerance, vertical lines in nails, vertigo/dizziness.